Event description:
User facility alleges that the device became hot, resulting in a minor burn to left lower lip of the patient. Burn required ointment only as treatment. Patient went home with a prescription for bacitracin ointment. No furhter treatment required.